Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a main tube broken, and still hanging. There may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The complaint was confirmed by failure analysis. Review of the provided image is consistent with the reported batch sequence; the instrument exhibits a broken proximal clevis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 8 mm fenestrated bipolar forceps instrument's tip broke off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no missing fragments or fragment release into the patient were reported.